Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer stated that the drive support cap was not damage and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test. However, unit alarmed motor error during bolus and motion sensor test failure alarm during rewind due to corroded motor home switch. Unable to perform a21 error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, displacement test or displacement accuracy test due to motor anomaly. Device was unable to download due to multiple displayable history crc check failed on startup alarms in history screen. Displayable history crc check failed on startup alarms are due to corrupted history file. Device received with cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.